Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: according to the information received, it was initially reported a rupture of breast implant, however, upon removal of breast implant, it was intact. During evaluation of the sample, it was noticed a crease in the anterior aspect. Leak testing was performed and no leak sites were detected. No other anomalies were discovered. There are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Reason for device explant and/or reoperation: suspected rupture. Concomitant products: 450cc mentor memorygel breast implant, catalog # 3504501bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with a 450cc mentor memorygel breast implant and experienced possible postoperative left-sided rupture, suggested by CT scan and mammogram. As a result, the patient underwent removal and replacement with 450cc mentor memorygel breast implant, catalog # 3504501bc, serial # (B)(4) on (B)(6) 2018. The implant was observed to be intact post explantation surgery.